Event description:
Urokinase treatment was performed on a right leg femoral-popliteal bypass using a contralateral approach. Stenosis remained despite the urokinase treatment and the physician decided to do a pta with a savvy balloon (6x2). An indeflator and later a syringe were used, but the balloon would not hold pressure over 6 atmospheres. A leakage in the hub of the savvy was noted. They attempted to deflate the balloon but could not completely deflate it. During withdrawal, the balloon became stuck on the 4f csi. More forceful attempts to withdraw the savvy balloon catheter were made, and the catheter came out without the balloon material on it. The balloon material remained inside the cannula of the csi. One and one-half hours later the csi was removed. The end result of the pta was not known, as a control angiography was impossible to perform because of the obstructed csi. There were no adverse effects to the patient. The product is not available for evaluation and testing.